Event description:
During an in-clinic follow-up, a loss of capture was observed on the left ventricular (lv) lead. The lv lead was programmed and inactivated to resolve the event. The patient is stable.